Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension would not tighten down on the lead, it would not click. Another extension was used and worked fine. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the unknown extension found that all of the connector blocks were twisted in the molded rubber. The conductor wires were kinked, indicating the setscrew block was twisted in a clockwise direction. A known good lead was able to be inserted and the setscrews were able to be tightened down onto the lead but not without the connector blocks twisting due to the already compromised condition it was returned in.

Event description:
Additional information received reported when they took it off of the sterile field the percutaneous extension "looked all jacked up."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.